Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. While in the pacu following the procedure, the patient experienced a transient 30-second hypotensive episode with questionable vagal vasovagal response which included tension, urine incontinence, and eyes rolling to the back of the head. The patient briefly required pressor support. Cardiology and neurology were consulted, and the patient was admitted to the surgical ICU for overnight monitoring. The patient remained stable and was discharged on (B)(6) 2022.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the vasovagal response was not related to the barostim device or implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. While in the pacu following the procedure, the patient experienced a transient 30-second hypotensive episode due to a vasovagal response which included tension, urine incontinence, and eyes rolling to the back of the head. The patient briefly required pressor support. Cardiology and neurology were consulted, and the patient was admitted to the surgical ICU for overnight monitoring. The patient remained stable and was discharged on (B)(6) 2022. In the opinion of the physician, the vasovagal response was not related to the barostim device or implant procedure.